Event description:
It was reported that a patient enrolled in a clinical study underwent a kyphoplasty procedure and developed a soft tissue haematoma at the surgical site. In addition, it was reported post operatively that the patient fainted upon standing. The patient's hb was 84 g/l. The patient was given two bags of blood. The following day, the patient's hb returned to normal at 120 g/l.

Manufacturer narrative:
Device not returned, review of clinical study data.